Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in a left leg vein. Approximately 50 seconds after starting aspiration, the console alerted to check saline and the console stopped aspirating. Liquid leakage was found in the pump. The procedure was completed with another of the same catheter. There were no patient complications and the patient status was noted as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in a left leg vein. Approximately 50 seconds after starting aspiration, the console alerted to check saline and the console stopped aspirating. Liquid leakage was found in the pump. The procedure was completed with another of the same catheter. There were no patient complications and the patient status was noted as stable.